Manufacturer narrative:
Device evaluation: the device related to the reported event of pain, lymphadenopathy, seroma-late, lymphoma (alcl) and rupture was received on november 23, 2021 with lot number 2506455. Visual analysis of the returned device identified deformation, fold creases, yellow particles material was found on the shell and no openings were found in the device. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no observations found related with the complaint reported by the physician.

Event description:
Patient reported for right side "processing biopsy due to lump in the lymph, so suspected bia-alcl", "silicone lymphadenopathy in 3 out of 5 lymph nodes", "rupture", "right side armpit lump and pain", "hyperechoic enlarged lns was observed in right side armpit", "abnormal fluid collection was observed in sub fascial space", ", "lymphoma tumor caused by rupture of prosthesis", "right axilla palpable mass". Histopathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy, seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, seroma-late.

Event description:
Patient reported for right side "processing biopsy due to lump in the lymph, so suspected bia-alcl", "silicone lymphadenopathy in 3 out of 5 lymph nodes", "rupture", "right side armpit lump and pain", "hyperechoic enlarged lns was observed in right side armpit", "abnormal fluid collection was observed in sub fascial space", ", "lymphoma tumor caused by rupture of prosthesis", "right axilla palpable mass". Histopathological markers confirming alcl have not been received. Device has been explanted.